Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button response on the act and down arrow buttons, due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 14.3 mmol/l. The customer stated that during the infusion set change, the rewind process did not work even after replacement of the battery. It was also noted that the device was worn in customer's bra, and this may have caused exposure to moisture.advised return of the insulin pump for analysis. Nothing further reported.